Event description:
Additional information received from the health care provider (hcp) via clinical study reported that the logs show the most recent change prior to the event was 2015-11-30. The logs indicate that the drug that was increased to dilaudid 2.5mg/ml at 0.9992mg/day and bupivacaine 30.0mg/ml at 11.990mg/day, which was a 43% increase.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from the health care provider (hcp) via a clinical study, regarding a patient receiving hydromorphone intrathecal via an implantable infusion pump. The indication for use of the device was unknown. The concomitant medications and patient history were not reported. It was reported that on (B)(6) 2015, the patient was experiencing intrathecal medication side effects of twitching and hallucinations following an intrathecal medication rate increase. It as reported as possibly related to hydromorphone. The cause was related to a dose increase . The intervention was indicated as stopping oral opioids and to refrain from activating personal therapy manager (ptm). On (B)(6) 2015, the patient reported intermittent upper extremity weakness. On (B)(6) 2015, the device was reprogrammed. It was reported as resolved without sequelae on (B)(6) 2015. The patient information, drug dose and concentration, medical history, and diagnosis for use for the pump remained unknown at the time of this event. Follow-up was being conducted to obtain the missing information; if additional information is received this report will be updated.

Event description:
Additional information received from the health care provider (hcp) via a clinical study reported that drug that was used via the device system was hydromorphone 2.5 mg/ml at 06991 mg/day and bupivacaine 30 mg/ml at 8.390 mg/day. The concomitant medications were listed as percocet and nortriptyline. The patient's medical history included breast cancer and pain. Indication for use of the device was for breast cancer.